Manufacturer narrative:
Analysis was unable to be performed by remote service personnel on the frozen waveform because the device failed to start. Remote service personnel were unable to access or retrieve waveform data due to the startup failure. The product malfunction itself could not be verified. A review of the service history for this device shows no subsequent reports of a frozen waveform issue for this device. The customer did not approve repair of the device and the case was closed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and advised it is likely the mainboard needs to be replaced. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the waveform of the mx400 is frozen. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.